Event description:
It was reported by the customer that (3) msm20 were used in a coronary artery bypass graft. It was reported that the clips were not loading and the staples would not advance into the jaw of the instrument. The fourth instrument worked properly. The account only kept one of the instruments to return to the co.